Event description:
Per the surgeon's report, the pt's device was explanted in 2005 due to a skin flap infection. The surgeon did not reimplant a new device. Plans for reimplantation were not reported to cochlear at the time.